Event description:
The customer reported that while the iabp was in use on a patient, the unit displayed a system failure message and the iabp shutdown. The customer recycled power to the iabp. The iabp functioned normally. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the service logs showed a system failure code #65 (safety vent failure). The company representative replaced the k6a vent valve (part number d119-00-0170) and drive manifold assembly (part number d104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).